Manufacturer narrative:
Pending evaluation. Concomitant medical products: 02-012-60-1425, 6588070- logic stem ext 14mm x 25mm; 02-022-35-2509, s054602- truliant tib imp ps insert sz 2.5 9mm; 02-022-45-2525, 6577301 - truliant tib fit tray cem sz 2.5f / 2.5t; 200-07-32, 6771931- advanced patella 32mm 3 peg implant; 204-70-00, 6580135 - tibial stem ext. Screw.

Event description:
As reported, approximately 1.5 years post op the initial right tka, this 52 y/o female patient was revised due to a loose femur. Patient complained of pain. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation.